Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 67-year-old patient was implanted on (B)(6) 2017 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2017 patient reported firmness of the lump from the surgical site with biozorb being prominent under the skin. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 67-year-old patient was implanted on (B)(6) 2017 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2017, patient reported firmness of the lump from the surgical site with biozorb being prominent under the skin. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.